Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a piece of the blade broke off. There was about 5 minutes delay in the procedure. There was no to very little impact to patient.